Event description:
Ous MDR - after an implantation duration of approx. 45 months it was reported that the lead was explanted due to shock impedances >150 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm and 51 cm distal to the is-1 connector pin. The proximal, a medial and the distal lead fragment were returned. In between approx. 7 cm of the lead body were missing. During the visual inspection multiple extraction damages were noted such as an elongation of the medial and distal lead fragments. The conductor cables were found coiled inside their lumens and partly pulled out of the lead. The shock coil was excessively deformed. These findings indicate severe tensile forces most likely applied during the extraction procedure. An increased ingrowth of the lead impeding the extraction procedure should be considered. In the further course of the analysis multiple signs of wear along the lead body were noted. In particular on the medial and on the distal lead fragment the insulation was found rubbed through. The exact position could not be determined due to the missing segment as well as due to the severe elongation of the medial and distal lead fragments. The characteristics of these damages suggest mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors should be taken into account such as an interaction with another implantable device or modified tissue. Furthermore an increased ingrowth might have restricted the leads motion leading. Diagnostic images, particularly x-ray movies were not available for further investigations. The analysis of the returned lead fragments did not show any conductor fractures which might have led to the reported increase of the shock impedance. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.